Event description:
It was reported that the patient arrived at the clinic with a damaged system controller and modular cable. Further inspection revealed that the equipment appeared to be wet. There were no alarms seen upon interrogation. Log files were submitted for review and prior to the driveline disconnect there were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller appearing wet, leading to potential fluid ingress could not be confirmed as no photos were submitted by the customer and no product was returned for further testing. The driveline disconnect alarm was confirmed via log file analysis. It was noted through log file review that a driveline disconnect alarm was observed on (B)(6) 2025 at 13:50:06 and persisted until the controller shut down at 13:50:51. The driveline disconnect alarm is consistent with a controller exchange; however, this was not confirmed by the customer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported fluid ingress and driveline disconnect alarm could not be confirmed off the information provided. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The controller was shipped to the customer on (B)(6) 2022 through customer order (B)(4). Heartmate 3 instructions for use section 6 entitled "patient care and management" states to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.